Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose and sensor glucose readings were off. Customer's blood glucose was 277 mg/dl and his sensor readings are approximately 50 points lower. Customer also stated the insulin pump alarmed and vibrated threshold suspend while he was sleeping. Customer stated the alarm is not loud enough; he did not wake up because he didn't hear it. Customer took another call and disconnected the call. No further information reported.